Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered from gastrointestinal bleeding that was characterized by 3-4 weeks of rust colored stool, and hemoglobin of 7.3 g/dl. The patient was advised to go to the emergency room. It was reported that there were no arteriovenous malformations observed. The patient was hospitalized and transfused with 1 unit of packed red blood cells. No additional information was provided.